Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit gave 0 rpms and motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the electric dermatome was insufficient has insufficient power and cannot be used normally. The device malfunction was found during non-operative time. No adverse event was reported as a result of this malfunction.